Event description:
Additional information was received indicating the explant took place on (B)(6) 2021.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg became inoperable due to the patient not charging the ipg as recommended due to ineffective stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.